Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation the trunk cable connector was damaged. The cause for the damaged connector cannot be positively determined but was likely a result of excessive force. No adverse event resulted from the damaged electrode belt connector and trunk cable connector. The patient received a replacement electrode belt.

Event description:
A (B)(6) old female patient contacted zoll customer support to report that she was getting a service code 204 message on her monitor. A zoll representative visited the patient and found the electrode belt connector was damaged. The patient reported she did not know how it became damaged. The zoll rep replaced the damaged electrode belt.